Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated the patient will be brought in for further testing.

Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance greater than 200 ohms. Additionally, pacing impedance measurement showed intermittent increases from 300 ohms to 700 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received identifying a stored episode of noise which was reviewed by a boston scientific technical services consultant who stated it appears to be non-physiologic in nature. The consultant recommended further evaluation. The patient was brought into the clinic and during isometrics there was some oversensing of the noise. Some reprogramming was performed to prevent inappropriate therapy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.